Event description:
Home patient (hp) contacted baxter's technicial service center for assistance during apd therapy. Hp received a "check patient line" alarm during initial drain. While assisting the hp in clearing the reported alarm, the hp noted air bubbles in the patient line of the homechoice set. Hp was advised to discontinue current therapy and resume with a new setup. Hp reportedly had no additional supplies and did not wish to end therapy. Hp stated home patient would attempt to expel air by disconnecting and then reconnecting. The hp was advised against this practice. Follow up with the hp by baxter quality assurance, verified that the patient had disconnected and reconnected, using the same supplies. Hp reports therapy was completed without incident. No patient injury or medical intervention reported per hp.